Manufacturer narrative:
(B)(4). A review of the device history record has been completed. No deviations or non-conformances noted. The event of seroma-late is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: rupture, seroma-late.

Event description:
Patient reported left side ruptured, liquid and radial folds confirmed via ultrasound, lot of pain and swelling, existence of fluids, severe pain in left breast, causing great discomfort and concern, and breast pain, greater on the left with an increase in it. Device has been explanted.